Event description:
It was reported that after a successful stent deployment, the stent delivery system was removed through the guiding catheter against resistance, contrary to ifus, and resulted in membrane separation. The membrane was found in the guiding catheter upon its removal and flushing. Reportedly, no pt injury was associated with this event.

Manufacturer narrative:
H3: device evaluation summary attached h6: evaluation codes updated evaluation summary follow-up #1: quality assurance analysis revealed that the unit was returned with the c-flex separated. The unit was returned with another co's guiding catheter. Quality engineering determined that the root cause of the issue appears to be user error. The lumen inner diameter of the guiding catheter used was not uniform, and was smaller that the stent delivery system requirements. In addition, the IFU states should resistance be felt at anytime, the delivery system and guiding catheter should be removed as a unit. The c-flex separation was likely caused by tensile overload due to the guiding catheter being too small. There is no indication that any device defects were noted during preparation. Quality engineering has requested a letter be sent regarding the findings of this incident investigation and cautioning the physician to remove the delivery system and guiding catheter as a unit if resistance is encountered. No further corrective action will be taken. A review of the device mfg records for this product lot did not reveal any non-conformities. As part of our mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and fucntionally inspected. This MDR is considered closed by the quality assurance department.